Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station wopx-pacu2 time was off by 15 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station had wrong time. A technical support specialist (tss) dialed into the station, remotely accessed all stations, and manually updated the time. And customer acknowledged to close the case. The system functioned as intended after the technical support specialist troubleshot the device.